Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported at 2335 tpn (1000ml) was programmed at 90 ml/hr. For a duration of 12hrs. However the entire bag was emptied ¿around¿ 0530. At that time, the user called the pharmacist to ask if there could be an issue with the tpn bag not filled all the way, the pharmacist stated; ¿no and it could be the device.¿ a new bag of tpn was hung 0600, the rn noticed the tpn was free-flowing again and not at the rate the device was programmed. The user then pressed "pause" on the device and noticed that the tpn continued to free-flow. The device (lvp) was removed, testing included, the rn attached the lvp to a new pcu and new tubing, attached to normal saline and confirmed a free flow during testing. There was no report of patient harm or medical interventions. The event occurred on the post surgical care 111unit.

Manufacturer narrative:
The customer¿s report of an over infusion of tpn was not confirmed. Physical inspection noted the device to be in good condition. The internal inspection of the returned pump module found crush marks in the upper fitment channel on the bezel. The IV set was not returned and could not be evaluated for corresponding marks on the upper fitment. Also observed during inspection was a bent bezel lower hinge post the pcu or pcu logs were not returned for the investigation.. Review of the pump module event log shows pump module s/n (B)(4) was powered on and attached to pcu s/n (B)(4) on (B)(6) 2018 at 6:00 pm. The device was first selected on (B)(6) 2018 at 1:58 am, and programmed to infuse at rate of 80ml/hr, vtbi 737.395ml. The pump was immediately paused. The pump was restarted at 1:59 am. At 5:24 pm, the pump module was paused. The next log entry the source pump module was ¿powered on attached¿ to pcu s/n (B)(4). The calculated volume infused was 274ml. The pump module was then powered on attached to pcu s/n (B)(4) on (B)(6) 2018 at 6:34 am, and at 6:36 am an infusion was programmed at a rate of 80ml/hr, vtbi 950ml. The device was paused and restarted. At 6:39 am, the pump then alarmed for air in line. The infusion was restarted and immediately paused. At 6:42 am, the pump was channeled off. Testing performed found the device operating in specification. There were no observations of unregulated flow. The root cause of the customer¿s report of an over infusion of tpn was not identified.

Event description:
It was reported that at 2335 a tpn (1000ml) infusion was programmed at 90 ml/hr. For a duration of 12hrs, however the entire bag was empty at approximately 0530. The nurse inquired to the pharmacy if possibly the bag was not filled all the way, and the pharmacist stated; ¿no and it could be the device.¿ a new bag of tpn was hung at 0600; and the rn noticed the tpn was free-flowing again. The user then paused the device and noticed that the tpn continued to free-flow. The device (lvp) was removed, and tested by attaching the lvp to a new pcu and new tubing with normal saline; free flow was again confirmed. There was no report of patient harm or medical intervention. The event occurred on the post surgical care 111unit.